Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the colon during a colonic dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon burst while being inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.